Event description:
It was reported that on (B)(6) 2024, the patient underwent an unknown surgery for tka peripheral fracture via rfna and slp with the products in question. This is a report of complaint about screw length and interference between the drill tip in question and the nail in question. In the surgery, of the two optlink va locking screws 5.0, the proximal side measured 48-50 mm after drilling, but was unavoidably used at the physician's discretion because the shortest length in the implant set was 50 mm. Several surgeons complained about the 50mm minimum length of the optlink screw because they were concerned about interference with the 1/3 circle plate that had been applied internally as a provisional plate. After distal fixation, a pad was used for proximal lateral stop insertion, but the drill in question completely interfered with the nail in question. The surgeon calibrated the nail prior to intravitreal insertion and confirmed that there was no interference outside the body before inserting the nail. Drilling was performed after confirming that the trocar assembly was at the same height as the proximal portion of the nail in the image, and that the ml hole of the nail was visible in the ml view with the trocar removed from the trocar assembly at a position where the ml hole of the nail was visible as a regular circle. Nevertheless, the interference occurred from the first nail. With the sleeve floating, the surgeon adjusted the drill with his free hand and was able to drill through the first distal ml hole. With the sleeve still in place and the pad knob fully tightened in the lock direction, the proximal drill was drilled with the pad, which also interfered with the nail after the drill was removed from the anterior cortex. The surgeon floated the sleeve and adjusted the direction by free hand, and the screw could be inserted without any problem. The surgery was completed successfully with no surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.